Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter became kinked and prevented the flow of urine after twisting in a statlock device.